Manufacturer narrative:
(B)(4).

Event description:
Resistance was experienced while deploying a protege gps self-expanding stent. The stent strut became caught in the sheath when tried to remove from the patient. The patient was moved to the or (operating room) and the sheath and stent were removed. The patient is in stable condition. The stent was received back for investigation. Upon analysis, the proximal end of the stent exhibited cell elongation and fracture. All components were accounted for. The customer experiences of resistance and withdrawal difficulties resulting surgical removal was confirmed. The root cause of the reported event could not be determined. A review of the manufacturing records for this lot revealed that the procedure date, (B)(6) 2015, was after the device's use before date, 2015-09-13. No discrepancies relevant to this reported event were noted in the manufacturing records.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.